Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm during bolus. Customer's current blood glucose reading is 390 mg/dl. No further information reported.